Event description:
Customer reported when the syringe was being removed off the tubing, it did not disconnect at the proper site. No pt harm reported. Although requested, no further information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Inspection of the returned valve, identified separation of the female luer adapter (fla) from the smartsite body, confirming the customer's experience of syringe not disconnecting at the proper site. This separation appears to be due to insufficient ultrasonic weld. The lot number was not identified. Lot history record review could not be performed. The fla was not returned, which could have been used to identify a manufacturing time frame period.